Event description:
The following description of the event was reported to carefusion by the foreign distributor via an e-mail based on information they received from the user facility. "During use for a patient, suddenly the display became blank and it lost power." The following additional information concerning the event was copied from an e-mail received from the foreign distributor (B)(6) 2012 that was in response to an e-mail sent to carefusion seeking additional information. "Event: its display became blank and it lost power." "Audibly alarm: it did not make alarm sound." "There was no health hazard. Because (B)(4) was exchanged quickly for another unit."

Manufacturer narrative:
Event occurred in (B)(6) at (B)(6) hospital. Neither the user facility nor the foreign distributor submitted a user facility/importer report from the manufacturer. Event codes were derived based on information provided by the foreign distributor. (B)(4). The following information concerning the evaluation of the device is a summary of the information documented by the carefusion failure analysis lab technician. The carefusion failure analysis lab technician evaluated the device, verified the complaint and identified a damaged trace on main board as the root cause of the reported event. A replacement device was sent to the user facility via the foreign distributor. A review of the device history record did not indicate any anomalies that could cause or contribute to the reported event. At present carefusion considers this to be an isolated incident.